Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted a failure mode (defect, malfunction, or abnormal damage). However, probable cause could not be determined because analysis found the battery and the hybrid to be operating normally.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to the awareness date of the product analysis and the verbiage of the analysis (see below). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted a failure mode (defect, malfunction, or abnormal damage). However, probable cause could not be determined because analysis found the battery and the hybrid to be operating normally.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.